Event description:
Co rec'd a hosp medwatch form and a copy of pre-operative history and physical which indicates that the pt was admitted to the hosp for replacement of his bjork shiley aortic heart valve due to "aortic stenosis" and triple coronary artery bypass graft surgery.